Event description:
It was reported that the blood transfusion was running at "taco" rate of 85ml/hr. There was a 3-minute interruption during transfusion. The blood ended at 1611 after four (4) hours. There was blood volume left in bag was 150 ml. The pump was alarming "press and hold" after blood stopped. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-79823 is a concomitant. Please refer to manufacturer report number 2016493-2025-79811, which captured the correct suspect device per investigation report.

Event description:
It was reported that the blood transfusion was running at "taco" rate of 85ml/hr. There was a 3-minute interruption during transfusion. The blood ended at 1611 after four (4) hours. There was blood volume left in bag was 150 ml. The pump was alarming "press and hold" after blood stopped. There was patient involvement but no harm.